Event description:
It has been reported to philips that the wireless footswitch is not working. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Event description:
It has been reported to philips that the wireless footswitch is not working. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the biplane exposure switch failed to work during a vascular procedure. The procedure was completed without delay using the wireless footswitch, as the other pedals were still operational. The customer is currently using the wired footswitch. At the time this was initially reported there was not enough information to exclude the connection issue which resulted in a prior occurrence of a serious injury ((B)(4)). Philips assessed this complaint as not reportable because the customer was still able to acquire the frontal and lateral plane images using single plane exposure.